Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had no recharged the ipg (implantable pulse generator). Attempts were made to communicate using the chargers but the ipg was non-responsive. The physician decided to do an ipg replacement in order to address the issue. During the procedure on (B)(6) 2013, it was reported the pt's oxygen saturation dropped and hence, the procedure was abandoned without explanting the product. Follow-up information suggested the pt had recovered without any issue and the replacement procedure would be undertaken once the pt received cardiac clearance.